Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. Customer was assisted with rewind pump and reprogramming. The customer received lost sensor alarm. Customer was assisted in performing self-test and passed. Customer was advised to monitor. The customer reported via phone call indicating that the insulin pump alarm software error. Customer's blood glucose at time of incident was unknown. Customer stated the alarm did not occur while trying to change settings on pump using paradigm pal software. Customer stated the alarm did not during priming. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm external ram crc error, internal clock comparison error and unexpected restart alarm.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was monitored and alarms or constant tone during testing was noted. The pump communicated properly with the test mini link transmitter and tested with the glucose sensor simulator. No lost sensor alarm was noted. The low reservoir alarm functioned properly during testing and no unexpected low battery alarm was noted. The pump was received with minor scratches on the display window.